Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw.

Event description:
It was reported that the right ventricular (rv) lead had dislodged and a lead revision procedure was scheduled. During the revision, the physician chose to place a new rv lead in to the header of the device, however the wrench would not engage the setscrew. Several attempts were made but to no avail. The decision was made to replace the implantable pulse generator (ipg). No patient complications have been reported as a result of this event.